Event description:
It was reported that during a routine follow-up, and upon interrogation, the ventricular lead exhibited loss of capture and high impedance. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.